Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had an air/water leakage from the switch key tops. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap in the adhesive between the acoustic lens and the ultrasound probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to damage on switch 1. Upon further inspection, it was observed that there was a gap in the adhesive between the acoustic lens and the ultrasound probe. This finding was due to wear and tear damage with customer mishandling over time. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover. It was observed that the acoustic lens was damaged. Also, the adhesive on the bending section cover had a crack. It was also observed that the connecting tube had buckling. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap in adhesive between the acoustic lens and probe could not be determined. The event can be prevented by following the instructions for use which state: ¿warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.